Manufacturer narrative:
The initially-implanted device was not returned, so no evaluation was performed. The device used for revision remains implanted in the patient. Device not returned.

Event description:
As reported to coloplast, a patient went in for a planned revision of the initial sling. During sling revision, when applying tension to the right prepubic arm, it snapped. The technique used to implant the new sling was different from the protocol-directed technique. The sling was then fully explanted, and a new virtue sling was placed.